Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (B)(4), that sometime post an index procedure, the subject had an adverse event of right upper extremity arteriovenous fistula discomfort during dialysis, aneurysm. The adverse event relationship to device, procedure and av access circuit details were not provided. The subject reported mild discomfort during dialysis and no intervention performed currently. However, the current status of the patient is unknown.

Event description:
It was reported through the results of the clinical trial (av pas), that approximately six months and twenty four days post index procedure for target lesion in the right forearm cephalic vein stenosis, the subject had right upper extremity arteriovenous fistula discomfort during dialysis as well as an aneurysm not requiring intervention. Additional information was received and it was reported that the subject had adverse events of clotted right upper extremity fistula. The relativity of the adverse event is not related to the device, procedure and av access circuit. It was further reported that during dialysis it was found that patient developed superficial venous thrombosis in the cephalic vein in avf and the reintervention was performed. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (av pas), that approximately six months and twenty-four days post an index procedure for target lesion in the right forearm cephalic vein stenosis, the subject had right upper extremity arteriovenous fistula discomfort during dialysis as well as an aneurysm not requiring intervention. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device catalog #, medical device lot #, medical device expiration date, unique identifier (UDI) #, medical device model #), e1, g3, g4, h6 (patient, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.